Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer several replace battery now alarms. Troubleshooting was performed and found the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2023 at 04:03:00.000, (B)(6) 2023 at 14:58:00.000 and (B)(6) 2023 at 01:28:00.000; replace battery alert on (B)(6) 2023 at 06:06:00.000. Failed batt/battery failed alarm on (B)(6) 2023 at 09:54:05.000, (B)(6) 2023 at 09:54:45.000 and (B)(6) 2023 at 05:51:55.000. Pump passed self test and displacement test. No replace battery now alarm during testing or in the pump history. No replace battery alert during testing. However, pump received with a high sleep current measurement and active current measurement. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, battery tube, keypad flex tail, vibrator and force sensor. Swapping out test boards confirms high sleep current measurement and active current measurement is isolated to pcba 1. Customer alleged for replace battery now alarm was not confirmed during testing or in pump history. Customer alleged not confirmed for replace battery alert. However, battery not lasting confirmed and high sleep current measurement and active current measurement, multiple low battery and battery failed alarm in the pump history due to moisture damage on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.